Event description:
The user of the suspect device obtained a result of 120 mg/dl. They felt dizzy and went to the ER. They were admitted and their glucose was 49 mg/dl per the lab. Controls were not used on the system. They had used expired test strips. They threw the strips away.